Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Corrected data information was incorrectly entered during the initial filing. There was no required intervention to prevent permanent impairment/damage in this case.

Event description:
A repeat procedure was not necessary due to the alleged device malfunction. A snare was used to retrieve the capsule. There was nothing unusual about the patient or procedure itself that may have led to this event. The account was unsure if an endoscopy was performed prior to the procedure. Lubricant was used to facilitate capsule placement, no known adverse events were reported.